Event description:
It was reported that the patient presented in the emergency room after receiving an appropriate shock for vf. Intermittent ventricular undersensing was observed due to r-wave variability. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.